Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that the device broken off inside the patient joint space. Surgeon attempting to recover broken piece. No patient injuries were reported.

Manufacturer narrative:
One (B)(4) footprint ultra pk 4.5 mm suture anchor reported on. Product was not available for evaluation. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. The complaint could not be ultimately confirmed. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, product knowledge. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1. Unexpected bone condition/density. 2. Shallow prep hole. 3. Loss of axial alignment before completed insertion. 4. Unintended separation of anchor from inserter. 5. Unintended damage. The product met predetermined specifications upon release to distribution.

Manufacturer narrative:
One 72202901 footprint ultra pk 4.5 mm suture anchor returned. The complaint stated: ¿the device broken off inside the patient joint space. Pieces remained into the patient.¿ the inserter device was not returned. No suture was returned. Only a partial anchor was returned. Approximately 0.424¿ of anchor; over half, was not returned. There is surgical matter attached to the anchor body as well as the anchor plug; grub. There is distal as well as proximal damages. The grub was over extended. Damage indicated that the torque limiter continued to be rotated after the grub rotation had ceased, reaching the anchor¿s internal limit. Both anchor and grub were fractured, cracked and crushed. The symptoms are consistent with inadequate prep diameter and loss of axial alignment. Per the instructions for use: ¿breakage of the suture anchor can occur if insertion sites are not properly prepared prior to implantation. Proper hole depth is achieved when the laser depth mark or circular groove on the distal end of the awl contacts the bone surface. Hold the awl in place and use a mallet to tap the proximal end to prepare the insertion site. Establish and maintain axial alignment of the suture anchor to the prepared insertion site and place the tip of the anchor into the prepared hole. Excessive force during insertion can cause failure of the suture anchor or insertion device.¿ a 3.8mm straight awl is the recommended prep instrument for normal bone condition. No root cause related to the manufacturing of this device was confirmed.